Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was 272 mg/dl. The customer is trying to treat with pump and is going to take injection. The customer stated the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. Customer did not reported an e70 alarm. The customer stated they are able rewind. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump gave a motor error alarm during the occlusion test and was unable to prime during the prime test due to a faulty force sensor. The motor passed the motor test. The pump also had minor scratches on the display window and a cracked reservoir tube lip.